Event description:
It was reported that the signal artifact monitor (sam) of the pacemaker disabled the minute ventilation (mv) feature due to sensing of artifact on the right ventricular (rv) lead. Technical services suggested that the artifact could be procedural (electromagnetic interference). It was recommended to perform a programmer session to re-enable the mv sensor. The pacemaker and rv lead (non-boston scientific product) remain in service.